Manufacturer narrative:
Device was received with critical pump error due to moisture damage on the electronic assembly. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test and verify e67,42 and 4 alarm due to critical pump error. Device received with broken belt clip rails slot. The p-cap locks into the reservoir compartment properly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm and a red x pointing to an open book with a question mark. Customer stated that there were multiple insulin pump error alarm was displayed before open book image was displayed on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.